Event description:
User facility reported that during an acl reconstruction procedure using a turbovac 90 wand and a quantum controller, the pt sustained a burn. The user facility called commented that they do not believe the burn resulted from the arthrocare equipment but more likely because the saline got too hot. The user facility called arthrocare to request a service manual to verify that they operated the equipment correctly as a precaution. Further info was not provided as to the severity of the burn, treatment received after the surgery, or any additional details regarding.